Event description:
It was reported that balloon rupture occurred. A 16-4/5.8/75 xxl esophageal balloon catheter was advanced for dilation. However, during the initial inflation at 3 atmospheres for 2 minutes, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.